Event description:
It was reported that during a ptca treatment procedure involving a 90% stenotic lesion in the middle portion of the rca, the maverick monorail balloon lost pressure at 8 atm's on the initial inflation. The pt was asymptomatic during this event. It is noted that the lesion had been pre-dilated. A 6f introducer sheath (type unk), a 0.014" choice pt guidewire, an amplatz al1 guide catheter and an encore inflation device were also used in this case. The procedure was successfully completed. Pt status is reported as "good".